Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and it exhibited high, rising thresholds and variable impedances. The right atrial (ra) lead had fractured and it exhibited high thresholds and no capture. The rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.